Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, heavily tortuous, heavily calcified, de novo lesion in the mid left circumflex (cx) coronary artery. Pre-dilatation was performed using an unspecified 1.5x12mm nc balloon dilatation catheter (bdc). A 3.00x18mm xience xpedition rx stent was implanted and post-dilatation was performed with an unspecified 3.0x12mm bdc and inflated twice to 14 atmospheres (atm) and 16 atm, respectively. After the post-dilatation, a distal edge dissection was observed. Another xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.